Event description:
A helix blade and a lag screw implanted with a plate, stuck together and the plate would not collapse properly. Helix blade and lag screw penetrated the femoral head and were removed.